Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was having chest pain and increased heart rate while stimulation was on. The patient went to emergency room and was unknown if there was intervention done. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patient had a panic attack which had nothing to do with the stimulator. The patient was placed on anti-anxiety medicine and was doing well. There will be no further course of action.

Event description:
A report was received that the patient was having chest pain and increased heart rate while stimulation was on. The patient went to emergency room and was unknown if there was intervention done. No further information could be obtained.